Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored 25 atrial tachy response (atr) episodes since (B)(6) 2024 due to noise on all three channels (both sensing channels and the shock channel). However, the noise was only oversensed on this right atrial (ra) lead channel, and noise signals right ventricular (rv) lead were quite small. Ra pace impedances were stable; however, rv impedances had dropped from 750 ohms to 650 ohms over the last the 12 months. Technical services (ts) recommended evaluating the leads for possible lead degradation, as the leads were implanted in 1998. Noise was observed on the shock and ra channels during arm workouts. The patient was seen in clinic a few weeks later, and ra noise was reproducible. Ts discussed troubleshooting options and programming considerations, and it was noted that the physician had been monitoring the ra lead since (B)(6) 2024. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.